Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to fracture. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Using a spectranetics glidelight laser sheath, the ra and rv lead were removed; however, after the removal of the rv lead, the patient¿s blood pressure slowly dropped. An effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including pericardiocentesis, and the rv perforation resolved itself. The patient survived the procedure. This report captures the lld providing traction when the rv perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2-a6) patient information - not available from facility. B7) other relevant history - not available from facility. D1) exact brand name is unknown; however this for an lld device. D4/g4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, 510(k), expiration date, and manufacture date. H3) the lld was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.